Manufacturer narrative:
Results evaluations: investigation: the returned unit was functionally tested and the report of leakage was confirmed. Air leakage was observed from the one way valve. Examination of the valve revealed a white powdery substance within the inflation line and pilot balloon. The leakage was caused by the white powder being lodged beneath the valve seal, preventing closure. Flushing of the one way valve with distilled water removed the contamination and enabled the valve seal to function properly. A review of the complaints history database highlighted no other complaints of a similar nature for the two possible lots identified. The search also revealed this to be the firm complaint of this nature for this product code. "A technical documentation review was carried out which raised no anomalies and confirmed the presence of a visual inspection during packaging on 100% of this product line. Based on the investigation results we find this complaint does not relate to mfg error and will be closed without the need for corrective action. This report has been logged for trending.